Manufacturer narrative:
A sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
2 days post insertion line found to be leaking IV fluids from the line replaced line. Reporter did not have lot number or insertion date, still waiting on that info.